Manufacturer narrative:
The returned device was evaluated. All measurements are within specifications. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the rad 57 is reading high. Customer tested on himself and another person. Customer stated that it reads "5" on himself (non smoker). Walked customer through proper sensor placement, no motion and light shielding, disconnected and reconnected sensor. This time it read "6." No consequences or impact to patient were reported.